Event description:
Acumed pelvic plating screws backed out post operatively and were removed from the patient.

Manufacturer narrative:
The following MDR numbers are associated with this event: 3025141-2013-00078; 3025141-2013-00079; 3025141-2013-00080; 3025141-2013-00081; 3025141-2013-00083; 3025141-2013-00084; 3025141-2013-00085; 3025141-2013-00086; 3025141-2013-00087; 3025141-2013-00088; 3025141-2013-00089; 3025141-2013-00090; 3025141-2013-00091.